Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a left laparoscopic nephrectomy (benign), the device snapped while retracting the kidney. A 1-2mm of missing plastic and non-sharp was missing. There was no extension of or time by more than 30 min, no re-operation necessary. No blood loss of more than 500cc, no extension of incision by more than 1 inch, no change from endoscopic to open surgery. No unanticipated tissue loss or irreversible damage. No reinforcement material used. Surgical team checked specimen and found one of the pieces of the endo retract inside. The surgeon then covered the excision made to remove the kidney and used the camera to search for the remaining piece of endo retract inside the patient. Surgeon looked for the missing 1mm piece, however the surgical field was checked and the plastic piece was not identified.

Manufacturer narrative:
(B)(4). General & plastic surgery.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) and engineering led an evaluation of four endo retract devices. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. The black clevis pieces were disengaged from the side of each instrument. The disengaged clevis pieces were taped to the handles. No other visual abnormalities were observed. The articulation knob functioned properly. The knob to expand the blades functioned properly. Visual also noted the devices were broken from the concave side of the fingers, and damage in the tube housing, which is consistent with the use of excessive force during procedure. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use due to applying excessive stress over the clevis. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.